Manufacturer narrative:
A visual, functional and dimensional inspection could not be conducted since the device sample is not available for eval. The device sample is not available for investigation. Root cause cannot be determined. No corrective/preventative actions assigned.

Event description:
The event is reported as: the customer alleges that the handle would not light during intubation. No pt injury or consequence to the pt.